Event description:
The customer called for help with her new contour meter. She performed a control test and received a result of 275 mg/dl. The normal contour range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.